Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a right hemithyroidectomy the anesthetist had difficulty intubating the patient and thought that the tube may have ¿prolapsed¿. Additional information received states that the first intubation when without incident; however, they could not get the electrodes to register and decided to reintubate with a new tube. ¿after 5- 10 minutes, the patient¿s spo2 declined from 98-100% to low 90¿s and it was discovered on auscultation, that the ett was endo-bronchial (rt). The cuff was then deflated and tube withdrawn to 22 cms, cuff reinflated, followed by total obstruction to ventilation. The cuff was then deflated, tube reinserted 1-2 cms, ventilation was re-established but again, resulted in endo-bronchial intubation.¿ the process was repeated again, and again resulted in total obstruction of the tube. A decision to intubate with a standard 7 mm cuffed tube was made and performed without incident; however, ¿a consensus was reached between anaesthetic and surgical teams that proceeding with surgery after possible significant trauma to the airway, and the possibility that we may be dealing with unforeseen cardiac issues, pneumothorax, etc. Was unwise, and we decided to abandon surgery. Bronchoscopy prior to extubation revealed grossly normal anatomy of the airways with no evidence of airway soiling. The patient made an uneventful recovery.¿ the surgery was rescheduled and completed on ¿monday (B)(6) and all went well.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.